Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and allergic reaction."

Event description:
It was reported that the clinical patient underwent an initial total right hip arthroplasty in 2000. Subsequently, the patient was revised on (B)(6) 2012 due to wear and synovitis. The patient underwent irrigation and debridement procedures on (B)(6) 2012 due to non-healing wound and (B)(6) 2012 due to wound dehiscence.